Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized with a low blood glucose of 29 mg/dl. Prior to the event, the customer had given herself a bolus for her snack and a blood glucose of 326 mg/dl. At midnight, her blood glucose was 60 mg/dl. The customer treated, but it kept dropping, and eventually reached the 20 mg/dl range. The customer called the paramedics, but drove herself to the hospital. The customer felt that the insulin pump over delivered insulin. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was accurate. The insulin pump delivered a test bolus accurately, and recorded it in the bolus history. No alarms found in the alarm history. Advised the customer that the insulin pump is out of warranty, but a replaced would be sent out. Customer agreed. Nothing further was reported.